Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2014. The patient dislocated while in rehab and underwent a closed reduction on (B)(6) 2014. During the closed reduction procedure, the patients femur fractured and the stem, head and liner were replaced; the fracture was also repaired with cables. The patient dislocated again while still in holding from the revision procedure and a revision procedure was performed on (B)(6) 2014. The acetabular cup was replaced with a protrusio cage and the head and liner were replaced with active articulating components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." This report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2014- 08367 / 08371).